Event description:
It was reported the device was removed due to a wound infection which had eroded to the pump level. Additional information received indicated perioperative antibiotics were administered. The patient did not have meningitis. Signs and symptoms included wound dehiscence (incisional wound opening). A culture was obtained which produced skin contaminants only. The patient was treated with oral antibiotics.

Manufacturer narrative:
(B) (4): the device was returned for analysis which was not complete as of the date of this report. A follow up report will be submitted when device analysis is completed.